Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant of a pacemaker system, there were many difficulties with implanting the leads. However both leads were finally implanted with correct electrical parameters. The patient suffered a pneumothorax during the procedure. After the procedure, while the patient was in the critical care unit, it was observed on the electrocardiogram that the pacing and sensing were not behaving as expected. The following day, a revision procedure was performed, and the leads disconnected from the implantable pulse generator (ipg). Measurements were again taken with the leads, and everything appeared to be correct with the leads. When reconnecting the ipg, the same problems appeared again. The physician chose to remove and replace the pacemaker and leave the leads in place. After the procedure, the patient suffered a pulmonary embolism. A cardiac echography was done and it was observed that the right-sided cavities of the patient's heart were hyper-dilated. Unfortunately, the problems with the pacing system persisted. The patient was in a generally bad condition and finally died.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.